Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site, and inspected the instrument. The cse found that the mix result of the sample 2 (s2) and reagent 3 (r3) probes are out of specifications. The s2 probe, s2 mixer, and r3 mixer were replaced, and aligned. The sample 1 (s1) probe was also auto-aligned. Additionally, the s2 flush pump was also replaced and primed. Siemens concluded the potential cause is attributed to inadequate mixing by the s2 and r3 mixers. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed carbon dioxide result was obtained on a dimension vista 1500. The initial result was reported to and questioned by the physician(s). The sample was repeated on an alternate dimension vista 1500 instrument. The repeat result was reported, as the corrected result, to the physician. There are no known reports of patient intervention, or adverse health consequences due to the falsely depressed carbon dioxide result.